Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had compromised force sensor system alert and prime rewind anomaly. The blood glucose was unknown at the time of the incident. The drive support cap appears normal. Troubleshooting determined that, the insulin pump should be replaced. Customer advised to discontinue use of the pump and revert to back up plan. The insulin pump will be replaced for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Unable to confirm compromised force sensor system alarm due to motor error alarm. Device received with corroded battery tube noted.